Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Platinum dr 1510 (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 21-april-2022 use before date: 21-october-2024 sterilization lot: s0546-3620 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2025, the platinum dr 1510 explantation is scheduled because of infection and device exposure.